Manufacturer narrative:
Product disposed by hospital and lot number not provided, thus cannot obtain expiration date and device MFR date. Method: product disposed by hospital, thus unable to evaluate device. Results: the procedural physician inflated the balloon above the specified rated burst pressure (rbp). The printed label indicates that the rated burst pressure (rbp) is 16 atmospheres. Add'l MFR narrative: review of the procedural angiogram provided by the hospital confirmed that the vessel perforation was resolved and that there were no other pt complications.

Event description:
Lesion was proximal rca - in stent restenosis. Lesion was pre-dilated with a 2.0 x 20 firestar (20 atmospheres for 1 min and 38 seconds) and did not yield. Clinician crossed with a 3.5 x 20 angiosculpt balloon and it burst at 20 atmospheres with vessel perforation. The perforation was sealed with prolonged inflation with a durastar 3.5 x 15 balloon.